Event description:
It was reported that the user experienced elevated blood glucose of 185 mg/dl after eating without announcing the meal to the ilet; the user contacted support more than 30 minutes post-meal and was advised to allow the system to correct and to call back if a high glucose alert occurred. Symptoms included no reported clinical symptoms. Outcomes included no reported impact on daily activities and no alerts or alarms from the device. Investigation included user coaching on missed meal announcement management and reinforcement of use guidance. Investigation of this case revealed no device malfunction and indicated hyperglycemia associated with a missed meal announcement, with the ilet operating as designed. It was concluded, based on previously established findings for similar reports, that the cause was user-related, specifically a missed meal announcement.